Event description:
A malfunction alarm was reported, identified as malf 12, with a fault ID of 0x2071. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer support provided information on how to reset the pump, assisted the customer in doing so, and confirmed that the issue did not recur. The customer was instructed to continue using the pump and to contact support if the problem reappeared.